Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As returned, the tips of the drivers are twisted. A portion of the tip of one of the cannulated drivers was fractured and the fractured piece was not returned. The drivers met print specifications were measured. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event is related to plastic deformation as a result of the design of the device. These drivers have been designed to "twist" before fracture of the screw. As part of corrective action, a field communication was sent out. The letter provides instruction to the user of the t7 drivers to address the bending and breaking of the driver tips. The root cause is determined to be design related. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Quantity: two. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01532, 0001825034-2017-01535.

Event description:
It is reported that during the procedure, two cannulated and one solid driver tip twisted during implantation of the screw. The procedure was completed with another device. No adverse events to the patient have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information (B)(4).